Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5091440.

Event description:
It was reported in a voluntary medwatch report that an unknown reporter reported having a severe low and was unaware of it. Dexcom share servers was down overnight with no communication. The patient¿s fiancé was not alerted when the patient¿s blood glucose was severely low and had an altered level of consciousness. The patient¿s blood sugar dropped to 45. The patient and the fiancé rely on this overnight every night, if it was not working, the patient stated an alarm would have been set to check regularly through the night before it dropped. Date of event is an approximation as patient¿s account was not able to be verified or located. The date and location of the sensor insertion was not provided. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional event or patient information is available.